Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 : product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 719.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the pump was explanted due to wound dehiscence and (B)(6) on (B)(6) 2017. The following was related by the managing hcp and a nurse from hcp notes: on (B)(6) 2016 the patient had a pump replacement due to eri (elective replacement indicator) of the old pump, which was replaced with a new 40 ml pump. It was noted that the old pump was under the fascia and that when the new pump was placed it was placed above the fascia. When the patient was seen for a two week post operation visit the pump site healed well. The patient was later seen in the clinic on (B)(6) 2016 for a pump refill. At that time, the patient had a small area of breakdown on the lateral border but it did not look infected. The patient¿s managing hcp had the implanting hcp evaluate the pump site. The implanting hcp recommended to continue using an antibiotic ointment and to keep the area covered. They wanted to see the patient back in about three weeks from then. It was noted that the managing hcp also discussed with the patient¿s mother that if the pump site did not heal with those interventions the only other option would be to replace it with a 20 ml pump. The patient was then seen by the implanting hcp on (B)(6) 2016 and it was noted per the hcp that there was about a 2 mm area of abrasion that the hcp thought would heal with just neosporin, which they discussed with the patient and the patient¿s mother. It was indicated that the hcp would see the patient back in two weeks. On (B)(6) 2016 the patient had another visit with the implanting hcp and the hcp noted that the patient was looking much better as the mother was doing a great job and leaving it open to air. It was indicated that the implanting hcp would see the patient back as needed. The patient later had a visit with the managing hcp on (B)(6) 2017. It was noted that the patient¿s mother had been monitoring the pump site closely and had been taking care of the very small area of skin breakdown which had not gotten worse but had not completely healed either. It was indicated that the patient and the patient¿s mother had spoken at length about a pump revision but the patient was very reluctant to have another surgery, per the hcp¿s notes. It was stated that the managing hcp thought the best thing to do was change the patient¿s pump from a 40 ml pump to a 20 ml pump as the patient was very thin and did not have a large body habitus to support the 40 ml pump. It was also stated that the last thing they wanted to see was an infection and emergent explantation of the patient¿s intrathecal baclofen pump. It was noted that the managing hcp had spoken to the implanting hcp who would move the pump more medial to provide less pressure on the lateral border of the pump. The patient had a visit with the implanting hcp on (B)(6) 2017 as well for discussion of dealing with the baclofen pump. It was reviewed that the patient had a subfacial 40 cc pump that the implanting hcp revised and that initially there was a little trouble healing. It was stated that it was now healed but the pump was ¿awfully big¿ and the managing hcp and patient¿s mother were both concerned about risks of breakdown. It was indicated that consideration was given to replacing with a 20 cc pump, which was what was recommended, and trying to move it medially but the patient was hesitant at that time and did not want it. The patient was due to come back into the clinic on (B)(6) 2017 for a pump refill. The patient¿s mother had called them on thursday of last week (from (B)(6) 2017) informing them that the pump site had a new area of breakdown that the mother noticed the previous sunday (B)(6) 2017. It was noted that the mother was going to wait to address it with them at the pump refill that week. The mother sent them pictures on friday and there was a small area of exposed pump, and they instructed the patient and the mother to go to the emergency room (ER) to be evaluated. The patient¿s pump then ended up getting explanted on saturday (B)(6) 2017. The patient¿s dose at the time of explant was 719.6 mcg/day and the patient did start with intrathecal baclofen withdrawal symptoms yesterday. The patient was currently in the ICU (intensive care unit) getting 20 mg of oral baclofen every four hours and 10 mg of IV (intravenous) valium every two hours. It was noted that the labs looked okay at that time. The patient¿s high fevers were resolving and the heart rate was till high but coming down. The patient was on antibiotics because cultures taken of the site in the ER showed (B)(6). It was also noted that the catheter was tied off and remained implanted but inactive at the time of the report. It was indicated that the issues was resolved at the time of the report and that the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the above reported injuries). The patient¿s medical history included spasticity. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.